Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The screen viewed through the surgeon side console (ssc) shook when operating an instrument. The fse checked the system operation during a preventive maintenance and found no abnormalities. The customer decided to wait and see. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided at this time.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon indicated that the universal surgical manipulator (usm) arm did not stop even after stopping the master tool manipulator (mtm). The customer could not provide further details. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up and confirmed that the observed movement was slightly greater than intended. The instrument movement did not stop right after stop manipulating the mtm. There was no problem after the issue, so no action was taken. It did not happen with all usm arms. The procedure was completed robotically. There was no external collisions. The issue was intermittent. There was no injury. Also, the instrument was not grasping the tissue when the issue occurred.